Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular lead. Based on the electrical anomalies, the suspected cause of the event was a lead fracture. Reprogramming is anticipated to be performed in order to resolve the event. The patient was in stable condition and will continue to be monitored.